Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin reaction that occurred on (B)(6) 2015. Sensor was inserted into the abdomen on (B)(6) 2015. Patient described the reaction as itchy, red and bumpy. There was no scarring. Reaction was located where the sensor adhesive patch sits on the skin. On (B)(6) 2016, patient saw the dermatologist for issues unrelated to the continuous glucose monitor. However, patient had the reaction diagnosed during the visit and was prescribed triamcinolone ointment ust 1%. Patient treated the affected area with the prescribed ointment and reported that it helped with the reaction. At the time of contact, the patient was in good condition. No additional event or patient information was provided.